Event description:
During a remote follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Technical services was contacted and suggested provocative testing. Provocative testing was performed, and noise was not reproduced. The device was attempted to be reprogrammed to resolve the event but was unsuccessful. No additional intervention has been performed. The patient experienced dizziness and is stable.